Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. It was reported that the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first and second firing during wedge/segmental resection, when the handle was squeezed, and the product was fired, crack sound was generated several times from the handle. The same operation was performed on a new handle, and crack sound was generated as the same. The tissue was thick, and the handle was stiff, and staples were unformed. The surgeon performed additional reinforcement (suture) to the unformed part to complete the case.